Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 20mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon. (B)(6). B5. Describe event or problem- corrected and updated. H6. Device codes- corrected from break to material rupture.

Event description:
It was reported that shaft break occurred. The patient underwent right renal angiography, balloon dilation and renal artery stent implantation. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, when the pressure was increased by the pump, the distal end of the balloon got broken instantaneously. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that it was the balloon of the device burst and not shaft break as previously reported. Also, the stenosed target lesion was located in the non-tortuous and non-calcified renal artery.

Event description:
It was reported that shaft break occurred. The patient underwent right renal angiography, balloon dilation and renal artery stent implantation. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, when the pressure was increased by the pump, the distal end of the balloon got broken instantaneously. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that it was the balloon of the device burst and not shaft break as previously reported. Also, the stenosed target lesion was located in the non-tortuous and non-calcified renal artery.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). B5. Describe event or problem- corrected and updated. H6. Device codes- corrected from break to material rupture.

Event description:
It was reported that shaft break occurred. The patient underwent right renal angiography, balloon dilation and renal artery stent implantation. A 3.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during procedure, when the pressure was increased by the pump, the distal end of the balloon got broken instantaneously. The procedure was completed with a different device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).